Manufacturer narrative:
H10: manufacturing review: no specific lot number was reported. Therefore a detailed review of specific lot history records could not be performed to determine if any potential manufacturing related issues occurred, that could be related to the reported events. Investigation summary: as no x-rays images were available, the reported restenosis of stent grafts and the reported stent fracture could not be verified. A possible correlation of the reported in stent restenosis with a potential product deficiency cannot be confirmed. The reported stent fracture reportedly occurred during percutaneous thrombectomy. Based on the information available a definite root cause for the issues described could not be identified. Journal article review: journal article review: the journal article was a prospective randomized study to include patients from the vascular access center at the general facility hospital in prague. The study of 46 patients with stenosis of venous anastomosis or outflow vein of the dialysis shunt with prosthesis from july 2013 through may 2015. The criteria for the patient¿s included: failing dialysis shunt with prosthesis, hemodynamically significant early restenosis of venous anastomosis and/or the outflow vein from elbow to auxiliary vein (restenosis repeated at least twice within one to three months, stenosis of 50% or more was considered significant), expected survival of more than a year. The stents used in the study were bard e-luminexx and bard fluency plus. Complications: a 12 month follow-up, six patients reported with recurrent thrombosis, one patient was reported with infection, and 14 patients had angioplasty post stent graft deployment. When patient experienced repeated thrombosis of this shunt, complicated by a stent fracture in the venous anastomosis during percutaneous thrombectomy. Consequently, the proximalization of the venous anastomosis was performed by a surgeon. One patient shunt completely closed at day 153 because of irresolvable shunt thrombosis due to a critical condition. The patient passed away due to a generalized bladder tumor at day 184 post stent deployment. Kavan, j., kudlicka, j., krivanek, j., forejtova, l., matras, p., padrta, t., slavikova, m., . . . & malik, j. (2016). Comparison of one-year patency rate and cost-effectiveness of stent graft vs. Stent vs. Pta in dialysis av graft. Czech radiology, 70(2), 78-84. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed as the instructions for use (IFU) state that 'stent thrombosis / occlusion' is a potential adverse event that may occur. The product is intended for use in the iliac and femoral arteries. The reported indication of treatment of a failing dialysis shunt with prosthesis represents an off label use of the device. Based on the IFU supplied with this product, the bard® e-luminexx® vascular stent is indicated to be used in the in the iliac and femoral arteries.

Event description:
It was reported in an article in czech radiology titled 'comparison of one-year patency rate and cost-effectiveness of the stent graft versus stent versus pta in dialysis av graft¿, that a retrospective randomized study from 2013 to 2015 included 46 patients with history of stenosis at the venous anastomosis. Complications reported at the 12 month follow-up included recurrent thrombosis and angioplasty post stent graft deployment. A stent fracture during percutaneous thrombectomy due to recurrent thrombus resulted in surgical proximalization revision at the venous anastomosis due to recurrent thrombus.

Event description:
It was reported in an article in czech radiology titled 'comparison of one-year patency rate and cost-effectiveness of the stent graft versus stent versus pta in dialysis av graft¿, that a retrospective randomized study from 2013 to 2015 included 46 patients with history of stenosis at the venous anastomosis. Complications reported at the 12 month follow-up included recurrent thrombosis and angioplasty post stent graft deployment. A stent fracture during percutaneous thrombectomy due to recurrent thrombus resulted in surgical proximalization revision at the venous anastomosis due to recurrent thrombus.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: the journal article was a prospective randomized study to include patients from the vascular access center at the general facility hospital in prague. The study of 46 patients with stenosis of venous anastomosis or outflow vein of the dialysis shunt with prosthesis from july 2013 through may 2015. The criteria for the patient¿s included: failing dialysis shunt with prosthesis, hemodynamically significant early restenosis of venous anastomosis and/or the outflow vein from elbow to auxiliary vein (restenosis repeated at least twice within one to three months, stenosis of 50% or more was considered significant), expected survival of more than a year. The stents used in the study were bard e-luminexx and bard fluency plus. Complications: a 12 month follow-up, six patients reported with recurrent thrombosis, one patient was reported with infection, and 14 patients had angioplasty post stent graft deployment. When patient experienced repeated thrombosis of this shunt, complicated by a stent fracture in the venous anastomosis during percutaneous thrombectomy. Consequently, the proximalization of the venous anastomosis was performed by a surgeon. One patient shunt completely closed at day 153 because of irresolvable shunt thrombosis due to a critical condition. The patient passed away due to a generalized bladder tumor at day 184 post stent deployment. Kavan, j., kudlicka, j., krivanek, j., forejtova, l., matras, p., padrta, t., slavikova, m., & malik, j. (2016). Comparison of one-year patency rate and cost-effectiveness of stent graft vs. Stent vs. Pta in dialysis av graft. Czech radiology, 70(2), 78-84. (Results), (conclusions).

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: the journal article was a prospective randomized study to include patients from the vascular access center at the (B)(6) hospital in (B)(6). The study of 46 patients with stenosis of venous anastomosis or outflow vein of the dialysis shunt with prosthesis from july 2013 through may 2015. The criteria for the patient¿s included: failing dialysis shunt with prosthesis, hemodynamically significant early restenosis of venous anastomosis and/or the outflow vein from elbow to auxiliary vein (restenosis repeated at least twice within one to three months, stenosis of 50% or more was considered significant), expected survival of more than a year. The stents used in the study were bard e-luminexx and bard fluency plus. Complications: "a" 12 month follow-up, six patients reported with recurrent thrombosis, one patient was reported with infection, and 14 patients had angioplasty post stent graft deployment. When patient experienced repeated thrombosis of this shunt, complicated by a stent fracture in the venous anastomosis during percutaneous thrombectomy. Consequently, the proximalization of the venous anastomosis was performed by a surgeon. One patient shunt completely closed at day 153 because of irresolvable shunt thrombosis due to a critical condition. The patient passed away due to a generalized bladder tumor at day 184 post stent deployment. Kavan, j., kudlicka, j., krivanek, j., forejtova, l., matras, p., padrta, t., slavikova, m., . . . & malik, j. (2016). Comparison of one-year patency rate and cost-effectiveness of stent graft vs. Stent vs. Pta in dialysis av graft. Czech radiology, 70 (2), 78-84. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in czech radiology titled 'comparison of one-year patency rate and cost-effectiveness of the stent graft versus stent versus pta in dialysis av graft¿, that a retrospective randomized study from 2013 to 2015 included 46 patients with history of stenosis at the venous anastomosis. Complications reported at the 12 month follow-up included recurrent thrombosis and angioplasty post stent graft deployment. A stent fracture during percutaneous thrombectomy due to recurrent thrombus resulted in surgical proximalization revision at the venous anastomosis due to recurrent thrombus.